Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5592-45 lead, implanted: (B)(6) 2002; 5092-58 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that at the post op check the left ventricular (lv) lead had increased and high thresholds. It was noted that the patient was experiencing phrenic nerve stimulation in various positions and diaphragmatic stimulation. The physician chose to turn the lead off and will send the patient for an epicardial lead placement in the future. No patient complications have been reported as a result of this event.